Event description:
The article, "short- and long-term outcomes of transcatheter ventricular septal defect closure using different devices: a single center experience in pediatric and adult patients", was reviewed. The article presented a case study of a 10 year old female patient. It was reported that on an unknown date, a 10mm amplatzer membranous vsd occluder was chosen for ventricular septal defect implant procedure. Two weeks post-procedure, the patient presented with complete atrioventricular block. A decision was made to implant a permanent pacemaker. The article concluded that the ideal device for percutaneous closure of vsd does not exist. Probably development of new more flexible devices (like adoiias) may be potentially useful. [The primary and corresponding author was (B)(6)]

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title: "short- and long-term outcomes of transcatheter ventricular septal defect closure using different devices: a single center experience in pediatric and adult patients". As reported in a research article,short- and long-term outcomes of transcatheter ventricular septal defect closure using different devices: a single center experience in pediatric and adult patients. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.